Event description:
It was reported the patient is no longer receiving stimulation and is unable to communicate with or charge his ipg. The patient ceased using his scs system "several months ago" and had stopped charging because he did not remember to charger the ipg. There are no plans for surgical intervention to take place to resolve this issue.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.